Manufacturer narrative:
The customer¿s reported experience with multiple occlusion alarms being produced during infusions using monoject syringes was confirmed during review of the pcu and syringe module event logs. However, inappropriate occlusion alarms did not occur during lab testing; occlusion alarms only occurred when actual occlusions were created. In addition, no anomalies that would contribute to inaccurate occlusion detection were found during lab testing. The syringe module passed all alaris system maintenance (B)(4) testing including binary switches, barrel clamp accuracy, plunger position accuracy, and plunger force accuracy. In addition, all testing performed on the returned new monoject syringes and the returned new extension sets completed appropriately. However, monoject syringes are not manufactured by bd, and, therefore, full analysis was not performed on the returned new syringes. The customer¿s setup could not be determined through review of the log files or inspection of the returned devices/accessories. Setup is known to be a major contributor to overall system performance and can create back-pressure on the syringe. If a valid setup is verified to be free of actual occlusions and nuisance occlusion alarms occur, then an increase pressure limit may be appropriate to complete the infusion. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the picu and icn are experiencing multiple occlusion alarms on continuous infusions while using the monoject 12ml, 20ml, 35ml and 60ml syringes. The pump occlusion settings for those profiles are set at "medium". The customer further states that there were continuous occlusion alarms without an occlusion present during a 12ml syringe of alprostadil 20mcg/ml at 0.17ml/hr. There was no report of patient harm.